Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information

Event description:
It was reported that patient's implantable pulse generator (ipg) became inoperable. Patient underwent surgery on (B)(6) 2016 wherein their ipg was replaced. Paitent is stable.